Event description:
Customer reported IV filter on extension set was leaking while in use. It appeared to be leaking out the air vent. Hyperalimentation was infusing and the nurse noticed the leak because the bed was wet. Additional bedside glucose monitoring occurred due to the leak. There was no patient harm. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.